Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 504 mg/dl, 176 mg/dl, and 231 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a vaginal hysterectomy procedure, there was difficulty in completing the third firing stroke. They were finally able to pull the third stroke and complete the firing sequence. The surgeon had to bang the device to complete the firing sequence. When the firing sequence was completed, the device became difficult to open. The handles were pulled by force to open. Once open, the staples were found not crimped down and there was bleeding. It was controlled by clamp, cut and tie. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no reload was received for analysis. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.